Event description:
It was reported that transmitter failed error occurred on (B)(6)2 022 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and passed. A review of the bin file was performed and transmitter failed error was not found for serial number (B)(6) within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.